Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with cracked keypad at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Customer concern: pt calling about a crack on the pump / getting issue with the bolus and basal delivery that might have been caused by the damage on the pump / pt described the damage to be in front of the pump in the middle button / pt also would like to have the pump delivered over to her work address which is at (B)(6) / (B)(4): bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no. Does customer report pump has been bumped/dropped?: neither. Does the infusion set show signs of damage?: yes. Advise customer to change infusion set. Is non-serialized product being replaced?: no. Is non-serialized product being returned?: no. Does the reservoir show signs of damage?: no. Does pump show any signs of physical damage?: pump shows physical damage. Document the type of damage: crack document how the damage occurred: no idea. Describe the location of the damage: front keypad did customer report out of box damage?: no. What is the type of damage (scratch or crack)?: crack. Is there any physical damage to pump's retainer ring?: no. Did damage occur while using a silicone case?: yes. Explain: it is recommended to use a silicone case as it cushions against bumps, scratches and provides a protective barrier to the casing against lotions, oils and sunscreen. Advise a free silicone pump case will be provided with pump replacement. Advise customer the serialized device will need to be replaced: yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes. Advise customer on how to put pump in storage mode after discontinuation: yes. Will the serialized device be replaced?: yes. Inform customer about product replacement policy.